Event description:
Caller indicated the relion micro meter was giving low readings. Caller was not feeling good. She was dizzy and shaking. She checked her blood sugar with the micro meter which read lo. She took another reading and it was 28. She has never been that low but believed her sugar was too low based on the meter readings so she called the paramedics. When paramedics arrived they took a reading with their meter and got 500. They told her that her relion meter is messed up and they took her to the hospital. She was there 4 days. Technique and storage are good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned and the lot number is not known. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.